Manufacturer narrative:
Product event summary: analysis could not confirm the reported event. The programmer passed all functional and bench testing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf head; product ID 229047 analyzer. (B)(4).

Event description:
It was reported that when the biomed tech tested the programmer, it 'drew too much current." The programmer was returned for repair. No patient issues or events were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.